Event description:
The patient was randomized to the clinical study for unstable angina pectoris. The target lesion was a type c, restenotic, totally occluded, irregular, moderately tortuous and moderately calcified saphenous vein graft. The lesion had a reference vessel diameter of 2.9mm and a lesion length of 29mm. The lesion had been previously treated with an unknown cypher stent. Pre-procedure diameter stenosis was 100%. The lesion was pre-dilated with a 3.5 x 20mm balloon at 12atm. A 3.0 x 33mm cypher select plus stent was electively implanted at 12atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. Approximately four months post index procedure the patient was hospitalized for cardiac thoracic pain. An echocardiogram (ECG) was done and it revealed stent thrombosis in the bypass graft. The event was treated medically with andacor. This event was graded as mild in severity and was deemed to be unrelated to any cordis product. The event is ongoing, unchanged. Two days after being hospitalized, the patient developed an allergic reaction probably due to the medication (andacor) that was given to treat the stent thrombosis.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-02608 and 3003742446-2007-00418. Any additional information will be submitted within 30 days of receipt.